Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator delivered inappropriate shocks due to improperly discriminating a supraventricular tachycardia as a ventricular tachycardia episode. Programming changes were discussed. No patient symptoms or additional information was reported.

Event description:
New information reported on (B)(6) 2018 noted that additional occurrences of inappropriate antitachycardia pacing and high voltage therapies due to atrial fibrillation with rapid ventricular response. The programming changes previously discussed had not been performed. Plans to disable the svt discriminator were discussed. The patient was in stable condition and would continue to be monitored.

Event description:
New information received on (B)(6) 2018 noted that the device was explanted. No patient symptoms or additional case information was reported.

Manufacturer narrative:
The reported field event of inappropriate atp was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.